Manufacturer narrative:
(B)(4). Batch # u5dt72. The analysis found that one plee60a device was returned with no apparent damage and with a gst60w fully fired reload loaded on the device. In addition seven reloads was received. The reloads (b, c, d, e, f and g) was received fully fired. The reload (h) was received unfired. It was difficult to load the returned reloads into the returned actual device, hard force was used to fully seat the reload in to the device, no functional test was performed as the reload could not be loaded into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process.

Event description:
It was reported that during a bypass procedure, it was very difficult to fix the cartridge in the echelon. The surgeon had to use a lot of strength to push the cartridge in the echelon. And sometimes, the cartridge fell out because it wasn't well attached.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2020. Additional information was requested, and the following was obtained: is the current patient status known? Unk, no patient consequence mentioned was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not mentioned please specify which reloads and lot numbers that belong to this complaint (bypass procedure, (B)(6) 2020) - unk, all information had been given at once by the hospital, no identification which reloads and lot numbers were used during which procedure.